Event description:
This unsolicited case from united states was received on (B)(4) 2018 from the patient. This case concerns a (B)(6) year old patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced infection. No relevant medical history, past drugs and concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, indication, lot number and expiration date: not reported). On an unknown date, after unknown latency of receiving the injection, the patient experienced pain. Pain was excruciating and lasted for days. The physician had to drain 50 cc of fluid from the knee 4 days after the shot with the knee still swollen. Later, after two weeks another 20 cc fluid was taken out and the knee was still swollen. It was reported that the results from the first draining showed infection (latency: unknown). Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event. Pharmacovigilance comment: sanofi company comment dated 5-mar-2018: this case concerns a patient who received synvisc one injection and later had an infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Based upon information received on (B)(6) 2018 from patient, case has been reassessed as non-serious as serious event of infection was deleted. This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a 68 years old female patient who received treatment with synvisc one injection and the patient experienced pain, drain 50 c.c of fluid from my knee/later 20cc/ drained knee of 30 cc of fluid and could not walk without help (latency: 1 day for all) no relevant medical history, past drugs and concurrent condition was reported. Patient had no known allergies on (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (dose, lot number and expiration date: not reported) once to relief knee pain. On (B)(6) 2018, one day after receiving the injection, the patient experienced pain, knee still swollen and could not walk without help. Pain was excruciating and lasted for days. The physician had to drain 50 cc of fluid from the knee 4 days after the shot with the knee still swollen. Later, after two weeks another 20 cc fluid was taken out and the knee was still swollen. 30 cc of fluid was drained later on an unknown date in feb-2018. It was reported that the results from the first draining showed infection (latency: unknown). On an unknown date in 2018, patient recovered from pain, knee still swollen, and could not walk without help. The result was confirmed to be negative for infection. Corrective treatment: knee drained for drain 50 c.c of fluid from my knee/later 20cc/ drained knee of 30 cc of fluid; not reported for rest of the events outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with gptc number: 52862 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018. Event of infection was deleted. Event of drain 50 c.c of fluid from my knee/later 20cc was updated to drain 50 c.c of fluid from my knee/later 20cc/ drained knee of 30 cc of fluid. Indication updated. Suspect information updated. Additional event of could not walk without help was added with details. Information regarding allergies updated. Outcome updated for drain 50 c.c of fluid from my knee/later 20cc from unknown to recovered; for knee still swollen from not recovered to recovered. Event onset was updated for drain 50 c.c of fluid from my knee/later 20cc/ drained knee of 30 cc of fluid. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: this case concerns a patient who received synvisc one injection and later experienced knee pain and swelling, could not walk without help and knee drained. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Further information regarding patient's medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 27-feb-2018 from the patient. This case concerns a 68 year old patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced infection. No relevant medical history, past drugs and concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, indication, lot number and expiration date: not reported). On an unknown date, after unknown latency of receiving the injection, the patient experienced pain. Pain was excruciating and lasted for days. The physician had to drain 50 cc of fluid from the knee 4 days after the shot with the knee still swollen. Later, after two weeks another 20 cc fluid was taken out and the knee was still swollen. It was reported that the results from the first draining showed infection (latency: unknown). Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with gptc number: 52862 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event additional information was received on 08-mar-2018. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8-mar-2018: follow up received doesnot change previous case assessment. This case concerns a patient who received synvisc one injection and later had an infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.